Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that no radiation was released by the system. Review of system log file shows that host pc is unable to communicate via controlled area network (can) with velara generator ¿ frontal. After generator off/on, the issue was resolved. This issue reoccurred again in case ID (B)(4). The philips field service engineer (fse) inspected the system onsite and discussed the course of the fault with users. To resolve this issue, fse replaced power supply, master power distribution (mpd) control unit and power on circuit. After replacement of power supply, mpd control unit and power on circuit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura generator failed. There was no report of harm. Philips has started an investigation of this complaint.